Event description:
According to the rptr: instrument got stuck at a 90 degree angle. When surgeon tried to straighten the device, the plastic shaft along the sheath began to crack and fray. Pieces broke off into the abdomen. Doctor retrieved all the pieces. No pt injury reported.

Manufacturer narrative:
(B) (4).